Manufacturer narrative:
The manufacturing location for this product is italy. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device lot #: an invalid lot # of 200302 was provided by the initial reporter device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 2 bd facilimix syringes experienced damaged unit packaging where the sterility was compromised. The following information was provided by the initial reporter: packaging of the dm damaged, it was not possible to use it.